Event description:
Six month history of groin-hip flexor pain on straight leg raise and walk was reported. The patient developed the symptoms between the 7 and 10 year follow up. No further outcome has been reported. The devices remain implanted. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Medical device: bioloxâ® delta, ceramic femoral head, s, ã¸ 32/-3.5, taper 12/14; item# 00877503201; lot# 2587282 48mm o.d. Size gg porous uncemented with cluster holes shell use with gg liners; item# 00875704801; lot# 61774209. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard offset; item# 65771101000; lot# 61566509. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2022 - 00365. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided: product evaluation could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. Medical records were provided and reviewed by a health care professional which confirmed the reported event. Ultrasound shows no tendinopathy, x-ray normal, patient participates in moderate activity, satisfied with hip, and does unlimited walking. MRI scan ordered as doctor states may be referred pain from lumbar spine. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.